Event description:
A customer reported several bags, that did not fit into the overwrap bag. For one bag the customer had to refill the material into another bag. The others were determined prior to use. The case is under investigation by the production department.

Event description:
A customer reported several bags, that did not fit into the overwrap bag. For one bag the customer had to refill the material into another bag. The others were determined prior to use. The investigation in the production department determined that due to a line clearance error, the box of cryomacs freezing bags 500 contained some cryomacs freezing bags of a lager size (cryomacs freezing bags 750). The associated risk has a minor severity (s2). Due to the low risk and as no fatal harm (death, permanent disability / disease / injury; surgical or intensive care medical) is affected, the incident is not considered as serious and therefore not reportable. A corrective action has been initiated to mitigate the current issue by notifying other potentially affected customers. In addition, CAPA actions have been defined to prevent a reoccurence.